Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of the pcu was not locking the panel was confirmed and replicated during the investigation. The cause for the issues reported was that the pcu did not have a clinician ID format configured in the auto ID configuration. For the functional tests, it was not possible to lock the pcu panel, with troubleshooting finding the clinician ID format was not configured, therefore, with asm v12.3 in the configuration package window, the auto-ID settings option was selected, and the clinician ID format was changed to entire string with ID and label parameters min of 1 and max of 16, without any prefix or suffix. The configuration was saved in asm, and with task transfer auto-ID the configuration was transferred to the suspect pcu. Once this was done, the panel was automatically locked when the pcu was powered on as the design intends. (Suspect) pcu s/n (B)(6), the ¿as received¿ inspection found the device to have the manufactured seal missing (this indicates the devices has been previously opened after leaving bd production or san diego repair center). Unknown residues were found on the knob and the tamper switch. The keypad display window had scratch marks. There were no other obvious issues or anomalies observed with the returned device. These issues are incidental observations only. Upon completion of testing, the suspect pcu was disassembled for an internal inspection. It was noted that the main battery was a bd battery with a date code of 2141 (11 oct 2021-17 oct 2021). The battery is approximately 3 years old since it was manufactured, this is an incidental issue that is not related with the panel unlock issues. The customer did not provide an event date. Based on the review of the pcu event log retrieved, on october 07, 2024, at 5:59 am, the tamper switch was pressed, and the panel was unlocked, the pump module at 7:19 am started an infusion with a programmed rate of 19.8 ml/hr and the volume to be infused (vtbi) was set at 240 ml. The primary volume infused was recorded at the value of 1.3597 ml, which was an accumulated total from prior performed infusions. At 8:56 am, the infusion was auto restarted at 8:59 am, the infusion was auto restarted, then the pump alarmed patient side occlusion and the infusion was restarted with a pvi of 59.646 ml. At 9:56 am, the infusion was auto restarted, then the pump alarmed patient side occlusion and the infusion was restarted with a pvi of 78.171 ml. At 10:21 am, the pump was programed with a rate 15 ml/hr, a vtbi= 180.697ml and the pvi of 86.268 ml. At 2:25 pm, the infusion was auto restarted, then the pump alarmed patient side occlusion and the infusion was restarted at 2:36 pm, the pump was programed with a rate 12 ml/hr, a vtbi= 116.889 ml and the pvi of 150.029 ml. At 4:44 pm, the pump was channeled off. Root cause: the root cause of the report that the pcu was not locking the panel is that the pcu did not have a clinician ID format configured in the auto ID configuration. Note that imdrf annex a27, c0601, g02034, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that "a pcu was not locking out of a profile that otherwise would require the scan of a badge for clinical ID to edit its settings (name the drug to be administered and the dose and rate)." The facility's biomed has set up a secondary group of pcu, syringe and lvps to mimic the one that presented the issue. They found that "the normal behavior would be to lock and request the clinician¿s ID right after the inputting, while the other doesn¿t." The biomed tried to flash the pcu to reload the facility's library settings "in hopes it would include the locking capabilities, but this didn¿t succeed in forcing the lock." The biomed "swapped auto ids modules, and confirmed the issue is on the pcu side." They have also compared the profiles of the pump resenting the issue with another, and as long as the menu and configurations (tamper switch disabled) go, they are reportedly exactly on the same profile. It was also reported that "pressing the tamper switch doesn¿t lock the unit either." There was patient involvement but no harm.